Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by observing the error flag. The fse checked that the substrate flow was steady, checked the detector alignment with the incubator and replaced the substrate solenoid valve, but the issue persisted. The fse also checked the substrate heater, decontaminated the substrate lines and replaced the fl-detector. The new fl-detector was calibrated and was verified by running quality control that was within range. No further action required by field service engineer. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from the install date through the aware date. There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12: flags and error messages states the following: (dl flag) a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a a dl flag will be attached to the assay result if the substrate dispensing amount is insufficient. In that case, replace the empty substrate bottle, replace the substrate solution remaining in the substrate line with the new substrate solution, prime the system and measure the substrate background (or conduct a daily check), then rerun the three assays prior to the dl flag. The most probable cause of the reported event was due to a faulty fl-detector.

Event description:
A customer reported "dl detector or substrate dispense failure flags on quality control (qc) and patient samples" on the aia-900 analyzer. The customer noticed the substrate was low and replaced it, fixing all qc except folate (fol). A technical support specialist (tss) advised the customer to run a daily check and repeat the controls. The customer made new folate controls and reran qc, but issues persist. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The fl-detector was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found. Functional testing was performed by installing the fl-detector on the testbed analyzer and monitoring for errors. The originally reported dl flag errors were produced, confirming a mechanical failure. The most probable cause of the reported event was due to a faulty fl-detector.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported error flag.